Manufacturer narrative:
The event has been resolved for the affected machine. Further investigation is ongoing.

Event description:
During unloading of sources by elekta engineers, six sleeves came loose and later on when the emergency port had been opened, an additional six sleeves were also considered to be loose.

Manufacturer narrative:
During initial loading of the cobalt sources of a gamma knife, loose source assembly lock rings were found. The lock rings were then put correctly into place on that particular machine before loading. However, an extra check during manufacturing was introduced in 2015 and this extra check is expected to detect any loose lock rings. Units manufactured after that date are therefore expected to be correct. The concerned machine was manufactured before that date. When analyzing the risks associated with loose lock rings, i.e. That source assemblies move out of position and affecting the delivered dose, it was found that the severity of the risk is a slight underdose (marginal) in correct position and that the probability is improbable (within acceptable region). The issues have been resolved for the affected machine and measures to check other machines due for installation or reload have already been implemented.